Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by overrotation. Next, coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. No further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, the inner coil of this lead was found to be deformed affecting the active fixation mechanism. No sign of a material or manufacturing problem was present.

Event description:
This lead was explanted due to total loss of capture and intermittent undersensing. The physician attempted to reposition this lead; however, the stylet could only be advanced 2 inches into the lead, so the physician chose to replace it. Should additional information be received, this file will be updated.